Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose will not go over 60mg/dl. The customer's blood glucose reading was 57 mg/dl at the time of incident and 92mg/dl at the time of the call. The customer indicated that the bolus history is not correct and did not recognize the bolus attempts that were recorded in the history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed with a 2.0 u/h basal rate and monitored three days, all bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No unexpected bolus or basal deliveries occurred during monitoring period. No unexpected low reservoir alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. All bolus delivered were found at the carelink report also, properly recorded the 53 mg/dl value properly from glucose meter. Carelink report and the thds ii event history file shows on (B)(6) 2017 at 4:56 pm that a blood glucose reading of 92 mg/dl was sent from the blood glucose meter to the insulin pump without a bolus being programmed or delivered. At 6:30 pm a blood glucose reading of 97 mg/dl was sent from the blood glucose meter to the insulin pump and a bolus delivery of 3.5 units with 33 grams occurred by the user using the express bolus feature. The insulin pump bolus history, carelink report and thds ii report all match for (B)(6) 2017.